Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device, using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the needle got stuck in the vessel wall and the proglide device could not be removed from the anatomy. A cut down was performed to remove the proglide device and to achieve hemostasis. The tavr procedure was not performed due to the cut down procedure. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty removing the device and device operates differently then expected could not be replicated in a testing environment as it was based on operational circumstances. In addition, analysis of the retuned device found an anterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.